Manufacturer narrative:
Result: sliced power cord sheathing.

Event description:
It was reported by service report that there was a slice in the outer insulation of the power cord. No pt involvement or adverse consequences were reported.